Manufacturer narrative:
This product has not been received for evaluation, therefore the problem cannot be confirmed. Additional part used: assy, probe, bvi 9400/9600: catalog: 0570-0351, sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a bvi9600 console assembly, the probe was reading inaccurately. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.